Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pipe burst caused flooding in the medication room. The flooding resulted in damage to the pyxis unit, and staff were unable to remove medications from the affected drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the water damage in pyxis. A field service engineer (fse) inspected the unit and found that all cubies and drawers were filled with water, including the electronic drawer components. The customer had video evidence showing water raining onto the station, along with additional videos of medication that had been damaged. Fse troubleshot the unit as thoroughly as possible, removed the water filled drawers, and opened pockets to retrieve medications. The investigation confirmed that the unit was completely damaged and would need to be replaced.